Event description:
It was reported by the customer that a pyxis medstation es system was unable to fully extend the 2.2 half-height cubie drawer, which prevents access to the medications located at the rear of the drawer. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the problem with the half height cubie drawer slides. A field service engineer replaced half height cubie drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.